Event description:
During baxter's functionality testing of a spectrum pump, it displayed a constant downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was reproduced. Eval found that the alarms were caused by a failed downstream sensor. The downstream sensor was replaced.